Event description:
On (B)(6) 2013, the patient contacted animas alleging that he has had elevated blood glucose (bg) between 300 and 500mg/dl all week and noticed on (B)(6) 2013 that the cartridge was leaking. The patient admitted to re-using cartridges and stated that the leak was noticed during second use of the cartridge. The patient did not report any signs or symptoms of hyperglycemia but stated he did not have a new cartridge to use and was treated in the hospital with injections. The cartridge that was in use at the time of the reported incident was unavailable for review as it had been discarded. The patient noted that he may have a urinary tract infection. This complaint is being reported due to the allegation that the patient experienced hyperglycemia related to a leaking cartridge with use error as a cause or contributor.

Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: a reserved sample from the same lot number was tested evaluated by product analysis on (B)(4) 2013 with the following findings: a visual inspection of the cartridge was performed with no damage or defects noted. A leak, force and fill test was performed with no failures noted each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.